Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. No additional detail was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data did not find any call service alarms. The pump powered on and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without any incidences. Pump casing was opened and no evidence of moisture intrusion or damage to the printed circuit board was found. The reported call service alarm issue was not verified in the black box or duplicated in the investigation.